Manufacturer narrative:
Both used burs were returned to conmed for evaluation. Both issues were confirmed by a r&d engineer during visual inspection. The shedding on one bur was likely caused by the inner and outer tubes making contact. The second bur, this reports' device, was verified to have a piece missing from the device. This is most likely caused by middle and distal pieces of shrink coming into contact when excess lateral loading on the shaft was applied. The sales representative confirmed the surgeon was applying lateral pressure when this incident occurred. A review of the manufacturing documents has verified the devices in this lot were produced per current and approved procedures and material specifications before shipment. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. A historical complaint review found no similar reports for this device in the past two years. A risk assessment was performed and found to be acceptable. The instructions for use (IFU) advise the user of the following. -inspect all equipment for proper operation. -ensure all attachments and accessories are correctly and completely attached to the handpiece. -the shaver blade or bur must be within the distention fluid of the joint or damage will result. -always inspect for bent, dull or damaged burs, blades or drill bits before each use. Do not attempt to straighten or sharpen. -do not use burs for plunge cutting. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A conmed sales representative reported on behalf of a user facility that the surgeon had issues with two burs during a case. One bur was reported to shed metal while in use. The second bur, which is being reported here, was said to have a 90-degree chunk of the distal bur break off and fall into the surgical site. This metal fragment was retrieved using graspers and caused a 5-minute surgical delay. The patient was not adversely affected and the procedure was completed using an alternative device from the same lot. This report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
Corrected data. Device evaluation: the reported "small 90 degree metal chunk" was further examined under magnification. The following was observed: the surface finish of the fragment was not consistent with any of the metal components used in the shaver bur. The form of the fragment is not consistent with any metal filings that are generated during the manufacturing process that had potential to cling to the device during fabrication. There are no metal components used in the fabrication of this shaver that have the potential to resemble the fragment. All bur flutes are intact with no missing edges. The additional evaluation findings do not confirm this returned "small 90 degree chunk" belongs to this device. The reported device is intact.